Manufacturer narrative:
Babar, m., babar, f., hawks-ladds, n., loloi, j., ciatto, m. (2026). Feasibility of water vapor thermal therapy for treating lower urinary tract symptoms in men with localized prostate cancer on active surveillance: a case series. Canadian journal of urology, 33(1). Doi: 10.32604/cju.2025.066654.

Event description:
It was reported to boston scientific via an article published in the canadian journal of urology that a prospective study was conducted to report the outcomes of 3 patients, with prostate cancer (pca), treated with rezum water vapor thermal therapy to treat lower urinary tract symptoms (luts) from benign prostatic hyperplasia (bph). Patient 1 was a 71-year-old male with a history of gleason 7 pca, bph, hypertension, hyperlipidemia, and was taking tamsulosin. He underwent rezum therapy under general anesthesia in (B)(6) 2018. There were no intra- or postoperative complication. However, the patient experienced clinical worsening of luts up to 8 months post-procedure before returning to baseline at 11 months post-procedure prior to undergoing radiation and hormone therapy.